Event description:
The manufacturer received information alleging a ventilator's display screen was blank. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device has evidence of physical damage consistent with the device being dropped. The device's ac inlet connector was replaced to address the issue.